Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that during training, insulin pump was stuck in the "preparing to prime" loop and also received no delivery alarm. Customer's blood glucose was 156 mg/dl. After troubleshooting, customer advised that numbers nor beeps appeared on screen. Customer was advised that insulin pump would need to be replaced.